Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -8.5/1.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).